Event description:
It was reported that the patient was in an auto accident about 30 days after implant of the neurostimulator (ins) and has been in several car accidents since then. The patient was seen by her pain physician to discuss replacement of the ins and/or the complete system.

Manufacturer narrative:
Product ID 39565-65, lot # v820630013, implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer.